Manufacturer narrative:
(B)(4). Concomitant medical products - unknown oxford tibial tray and unknown oxford femoral. The complaint device has not been returned; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Product location unknown.

Event description:
It was reported the patient underwent a left partial knee arthroplasty. Subsequently, the patient underwent a revision procedure approximately eleven days post-implantation due to unknown reasons. The polyethylene bearing was removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products - oxford femur, catalog 161469, lot 196280; oxford tibial tray, catalog 154718, lot 147250.